Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right case was cracked. The battery was missing error history log review found a motor rate error. The root cause of the reported issue was found to be due to normal wear. The pump was over 11 years old. Actions were taken to mitigate the reported issue: replaced motor assembly including stepper motor and motor bracket.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.